Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 398 mg/dl while using the ilet system, and upon data synchronization the glucose trend was confirmed to be decreasing without device alarms or malfunction noted. Symptoms included elevated blood glucose. Outcomes included no reported injury and no hospitalization. Investigation included review of synchronized device data and user-reported history with troubleshooting and education provided. Investigation of this case revealed no device performance issue and a decreasing glucose trend, consistent with transient hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.